Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a patient via email that after two right shoulder procedures where the speed bridge technique was used, the patient has experienced a tear each time. No additional information provided. Additional information requested. Additional information provided 8/24/21: first revision of the right rotator cuff took place at arthrex account on (B)(6) 2017 due to a tear. Second revision of the right rotator cuff will take place at arthrex account on (B)(6) 2021 due to a tear.